Event description:
It was reported that this pacemaker system exhibited a high, out-of-range pacing right ventricular (rv) pacing impedance measurements, measuring 2,615 ohms. A lead safety switch was declared which switched the pace/sense configuration from bipolar to unipolar. When the field representative checked the impedance measurement when programmed in bipolar, measurements were within range measuring 1,400 ohms. There were no observations of noise even with manipulation. Additionally, it was noted thresholds have increased. Technical services reviewed an older episode and found there was minute ventilation (mv) oversensing/noise. Discussed possible causes, provided programming options, and recommended to continue to monitor. At this time, the system remains in service. No adverse patient effects were reported.